Event description:
It was reported that the pump module had an over infusion of amiodarone. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module was programmed to infuse amiodaron (360mg/200ml) at 16.7ml/hr. However, infusion was completed in 40 minutes, had an over infusion of amiodarone. There was patient involvement but no harm.